Event description:
Customer called to report that the immage 800 immunochemistry system generated falsely high rheumatoid factor (rf) patient sample results, using immage system rheumatoid factor (rf) reagent lot #(B)(4). Customer stated that approximately 21-27 erroneous results were noticed after the reruns yielded results less than 20 international units per milliliter (iu/ml). No confirmatory results were provided; however, it is assumed that any results between 20 - 30 iu/ml were incorrect as the reference range for rf results is less than <20 iu/ml. The issue appears to be reagent-specific; therefore, a service request was not generated. A beckman coulter, inc. Customer advocate requested the patient data on (B)(4) 2011, but customer did not provide the information.

Manufacturer narrative:
The issue appears to be reagent-related. However, the reagent lot was not sent back to beckman coulter, inc. For further investigation; therefore, the root cause of the erroneous results is unknown. (B)(4). Customer did not return reagent lot.